Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device follow the right ventricular (rv) lead exhibited high thresholds, low impedances and the lead warning was triggered. The patient experienced pain in the shoulder, night stinging in the bottom of the heart and dyspnea. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.